Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected.

Event description:
Pharmacist reported left side several seromas, later diagnosed with bia-alcl. Pathological markers confirming alcl have not been received. Device has been explanted.